Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The pump has software version (B)(4). The pump was tested three times for volumetric accuracy with a rate of 250 ml/hr and 25 ml: first test: 25 ml in 6 minutes 6 seconds or 98% of expected accuracy. Second test: 25 ml in 6 minutes 5 seconds or 98% of expected accuracy. Third test: 25 ml in 6 minutes 5 seconds or 98% of expected accuracy. The pump performed within specifications. In a follow up call to the facility, the reporter confirmed that no adverse reactions were associated with the event. He was unable to provide a date that the incident occurred on. The reporter stated that the biomed department received the pump from the floor on (B)(4) 2013. The pump was set to infuse 125 ml at a rate of 150 ml/hr. (B)(4) also stated that he tested the pump once he received it and the pump was over-infusing. He set the pump to deliver 50 ml and 30 ml. The pump delivered 58 ml and 36 ml respectively. The pump's operational log was reviewed. On (B)(4) 2013, in the beginning of the day at 12:03:55 am a piggyback infusion was selected, dose calculation was on; new amount and volume were set to 1250 mg and 250 ml respectively. New dose concentration was set to 5 mg/ml, and the dose rate was set to 750 mg/h. At 12:04:15 am a new vtbi (volume to be infused) was set to 100 ml. At 12:04:16 am the infusion was started at the previous rate of 150 ml/h. The infusion was stopped at 12:04:21 am with a total of 0.21 ml infused or 100% of the expected volume. At 12:04:34 am a new dose rate was set to 500 mg/h and new infusion rate also was set to 100 ml/h. Due to the settings, the doseguard overrules warning occurred. At 12:04:49 am the infusion was started at a rate of 100 ml/h. At 01:04:42 am the piggyback infusion completed and the automatic turn over to the primary infusion occurred. A total of 99.83 ml infused or 100% of expected volume. The pump was infusing at the rate of 150 ml/h for the primary infusion. The infusion was then stopped at 01:07:20 am due to an air rate alarm. A total of 6.59 ml infused or 100.1% of the expected volume. The air rate alarm was confirmed at 01:07:48 am. At 01:07:59 am the infusion was restarted at the previous rate of 150 ml/h. The infusion was stopped when the air rate alarm occurred at 01:08:55 am. A total of 2.33 ml infused or 100% of the expected volume. The air rate alarm was confirmed at 01:09:05 am. At 01:10:26 am the infusion was restarted at the previous rate of 150 ml/h. The infusion was stopped at 03:58:25 am when an air bubble alarm occurred. A total of 419.93 ml infused or 100% of expected volume. The air bubble alarm was confirmed 03:58:56 am. At 04:00:17 am the infusion was restarted at the previous rate of 150 ml/h. At 06:06:20 am a "vtbi near end" pre-alarm occurred. At 06:06:22 am the pump was stopped with a total of 315.17 ml infused or 100% of the expected volume. At 06:06:45 am a piggyback, secondary infusion, was selected and the dose calculation was selected. New amount was set to 1250 mg, a new volume was set to 250 ml, and a new dose rate was set to 5000 mg/h. Cal drug conc. Was set to 5 mg/ml. At 06:07:34 am a new dose rate was set to 750 mg/h with a new rate set to 150 ml/h. At 06:07:48 am a dose guard hint alarm occurred. The hint alarm was confirmed at 06:09:10 am. At 06:09:29 am, a new vtbi was set to 250 ml. At 06:09:35 am the infusion was started at the rate of 150 ml/h. The infusion was stopped when the air bubble alarm occurred at 07:35:22 am. Two hundred fourteen point forty one ml infused or 100% of expected volume. The air bubble alarm was confirmed at 07:35:54 am. At 07:36:23 am a new vtbi was set to 235.5 ml. At 07:36:35 am the infusion was started at the previous rate of 150 ml/h. The infusion was stopped at 08:17:13 am. A total of 101.57 ml infused or 100% of the expected volume. At 08:17:19 am the new therapy was selected and the dose calculation was turned off. At 08:17:25 am the druglib named: sep-12, with drug name: ivpb, was selected. At 08:17:27 am a new vtbi was set to 100 ml and a new rate was set to 100 ml/h. At 08:17:36 am the infusion was started. At 09:17:37 am the infusion completed and the pump automatically switched into kvo (keep vein open) mode. A total of 100 ml infused or 100% of the expected volume. While in the kvo mode the pump was infusion at a rate of 30 ml/h. The kvo mode was stopped at 10:09:54 am. A total of 26.14 ml infused during the kvo mode or 100% of the expected volume. At 10:10:00 am the pump went into standby mode until 11:43:33 am. At 11:45:22 am a new vtbi was set to 100 ml. At 11:45:25 am the infusion was restarted with the previous rate of 100 ml/h. At 12:45:25 pm the infusion completed and the pump automatically switched into kvo mode. A total of 100 ml infused or 100% of the expected volume. While in the kvo mode the pump was infusion at a rate of 30 ml/h. The kvo mode was stopped at 01:04:43 pm. A total of 9.65 ml infused during the kvo mode or 100% of expected the volume. At 01:04:49 pm a new vtbi was set to 100 ml. At 01:04:50 pm the infusion was restarted at the previous rate of 100 ml/h. At 02:04:50 pm the infusion completed and the pump automatically switched in kvo mode. A total of 100 ml infused or 100% of the expected volume. While in the kvo mode the pump was infusing at a rate of 30 ml/h. The kvo mode was confirmed at 02:52:53 pm. A total of 24.01 ml infused during the kvo mode or 100% of expected volume. At 02:53:00 pm new therapy was selected and a new vtbi was set to 1000 ml. At 02:53:08 pm, (B)(4), with drug name: nacl 0.9, was selected. At 02:53:15 pm a new rate of 120 ml/h was selected. The infusion was started 02:53:26 pm and stopped at 02:53:30 pm. A total of 0.11 ml infused. Per the user manual, volumetric accuracy of +/- 5% is only guaranteed for intervals of >2 min. At a rate of 25.0 ml/h. At 02:53:34 pm a piggyback infusion was selected and the dose calculation was turned on. At 02:53:54 pm the drug library named: sep-12, with drug named: diflu 200, was selected. At 02:53:56 pm the infusion was started with new vtbi and rate were set to 100 ml and 100 ml/h. The infusion was stopped at 02:57:22 pm. A total of 5.74 ml infused or 100% of the expected volume. At 02:57:40 pm the infusion was re-started at the previous rate of 100 ml/h. At 03:54:13 pm the dose rate calculation was turned off. At 03:54:13 pm the piggyback infusion completed and the pump automatically switched over to the primary infusion, infusing at a rate of 120 ml/h. A total of 94.25 ml infused or 100% of the expected volume for the piggyback infusion. The primary infusion was stopped at 05:16:01 pm. A total of 163.59 ml infused or 100% of the expected volume for the primary infusion. At 05:16:06 pm, a piggyback infusion was selected and the dose calculation was turned on. Also a new volume was set to 100 ml. At 05:16:11 pm, a new therapy was selected and the dose calculation was turned off. At 05:16:25 pm, the dose calculation was turned back on and drug library named: sep-12, with drug named: primax5, was selected. At 05:16:29 pm, the infusion was started at the new rate of 200 ml/h. At 05:20:53 pm, the infusion was stopped with 14.69 ml infused or 100% of the expected volume. At 05:35:08 pm, the infusion was restarted at the previous rate of 200 ml/h. At 05:45:43 pm, the vtbi near end pre-alarm occurred. At 05:57:14 pm the infusion was stopped with 73.63 ml infused or 100% of the expected volume. At 06:10:34 pm, the infusion was restarted at the previous rate of 200 ml/h and stopped at 06:10:48 pm. A total of 0.77 ml infused or 100% of the expected volume. At 06:11:05 pm, a new vtbi was set to 50.9 ml. At 06:11:06 pm, the infusion was started at the previous rate of 200 ml/h. At 06:11:34 pm the infusion was stopped. A total of 1.58 ml infused or 101.5% of the expected volume. At 06:11:40 pm, the infusion was restarted at the previous rate of 200 ml/h. At 06:12:50 pm, the infusion was stopped with 3.87 ml infused or 100% of the expected volume. The pump was not used for the rest of the day. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available information has been forwarded to the device MFR, if additional pertinent information becomes available, a follow up report will be submitted.